Manufacturer narrative:
Batch review performed on 12 july 2019: lot 1811571: (B)(4) items manufactured and released on 10-april-2019. Expiration date: 2024-03-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
On the (B)(4) 2019 we were informed of a revision surgery planned and performed on the (B)(6) 2019. The patient had a pain after the primary surgery and the tibial loosening discovered at x-ray (not supplied to medacta international). The surgeon revised the tibial tray 12 days after primary. The surgery was completed successfully.